Manufacturer narrative:
Continued:1627487-07262012-002-r, 1627487-12192011-003-r . The ipg serial number is included in the field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was explanted and replaced due to being inoperable.

Event description:
Additional information revealed that patient has effective therapy following surgery and is doing well.